Event description:
On (B) (6) 2010, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Additional aortic extenders were placed to address a proximal type I endoleak, and a z-med (non-compliant 30x2) balloon was used for final ballooning of the area. The procedure concluded without incident. That evening, however, the pt underwent emergent open repair of the aneurysm, and an axillobifemoral bypass was performed. The physician suspected calcium within the proximal aortic neck had lacerated the aortic wall during final ballooning. The pt tolerated the procedure. On (B) (6) 2010, the pt expired. The cause of death is unk.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lots met all pre-release specifications. Additional explanted devices: pxc141000/7369642, pxa280300/7039630, pxa280300/7039635.